Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. Based on all the info available, a definitive root cause or probable root cause could not be identified as there are procedural and handling methods that may have caused or contributed to the failure.

Event description:
It was reported that during a percutaneous coronary interventional procedure, a guide wire tip detached and remained inside the pt. There were 2 lesions being treated in the procedure, one in the lad and one in the circumflex. The degree of stenosis is unk, and both vessels were moderately tortuous and moderately calcified. The pt2 moderate support guide wire was advanced to the circumflex artery. A choice extra support wire was advanced to the lad. One unk stent was implanted in each of the 2 lesions. The physician wanted to post dilate the stents. The guide wires were both pulled back, and it was observed that the pt2 tip detached (10mm). The pt2 tip was found in the lad. The physician attempted to snare the tip and during manipulation, the tip migrated to the diagonal 1 branch of the lad. The physician decided to leave the tip in the diagonal and not post dilate the stents. The devices were withdrawn. The procedure was completed.